Event description:
Reporter stated that the device's bolus function is not functioning properly. They indicated that, after the pt programs a bolus, the device "locks out, and no insulin is delivered. Reported stated that the device's diplay freezes, in the run mode, and pt has to remove the battery pack to reset the device. No error messages were generated by the device. Pt's blood glucose was elevated (412 mg/dl), due to the interruption in infusion therapy that occurred while troubleshooting the concern. Pt self-treated by resetting the deivce, the delivering a bolus.